Event description:
During evaluation of a returned novum iq large volume pump, a system error 21513 (uso sensor failure) was identified through event history log review. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During event history log review a system error 21513 (uso sensor failure) was observed which is a halting system error. The system error was not replicated during testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Calibration of the uso sensor will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.